Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working and they received open book image. The customer¿s blood glucose was 134 mg/dl at the time of incident. Customer not sure if there was a crack or moisture on the screen of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.